Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd¿ syringe with bd luer-lok¿ tip the syringe was found with a dark greasy substance on the inside and outside of the syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: photos were provided to the (B)(4) for evaluation. The photos showed foreign matter, however without samples for investigation the foreign matter could not be identified. Root cause is undetermined. No related issues or defects were found in DHR. No related quality notifications were issued for this batch number.